Event description:
After the angiosculpt was inflated, it was not possible to deflate the balloon. After about 10 minutes and multiple attempts to deflate, the balloon finally deflated.

Manufacturer narrative:
The angiosculpt device is being reported for a product problem due to the excessive deflation time. The angiosculpt was disposed by the hospital, thus, no evaluation performed.